Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: misplaced. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent migrated upward during deployment and the stent did not entirely cover the lesion. A second rx acculink was successfully deployed to cover the remaining target lesion. The pt did not experience any adverse effects. Although requested, there is no additional info available.